Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the release is getting stuck whilst inserting the needle into the patient.

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the release is getting stuck whilst inserting the needle into the patient.